Event description:
Prosthesis would no longer inflate, caused deformity. Findings: 2 cm defect in left cylinder of prosthesis. Replaced with new prosthesis. During the surgery, the bladder was perforated.